Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: lap colon. According to the reporter: jaws would not close properly after firing and before removing from the trocar. There was unanticipated tissue loss, no unanticipated tissue damage, no extension of incision by more than one inch, no blood loss of 500ccs or more and no delay in surgery over 30 minutes. There was no reinforcement material used.